Event description:
This complaint is a priming error.

Manufacturer narrative:
Submission date of this report: 06/26/07. The lab evaluation indicated that the complaint of a priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point.